Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Upon interrogation, a successful termination of ventricular tachycardia event was noted; however, the implantable cardioverter defibrillator ¿redetected¿ subsequent ventricular tachycardia episode despite patient being in sinus rhythm. The patient received an inappropriate shock for a sinus rhythm which induced another ventricular tachycardia episode. The episode was appropriately terminated by the device. Programming changes were made, and the patient was stable after the event.

Manufacturer narrative:
The reported field event of inappropriate hv output was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.